Manufacturer narrative:
Covidien reference number (B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator was given oxygen (o2) sensor out of range alarm while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the o2 sensor. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.